Event description:
It was reported that the insulin pump had an unresponsive keypad and there was moisture under the lcd display. The customer's blood glucose was 359 mg/dl. The customer stated that the device was exposed to humidity; wet swimming trunks. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No moisture damage found inside the insulin pump. Insulin pump received with minor scratches on dispaly window, cracked case at display window corner and cracked reservoir tube lip.